Event description:
As reported: "the orif procedure was performed using aznis 4.0. During drilling, the tip of the drill [...] Was broken. There are no residues left in the patient¿s body. The procedure was continued using aznis iii 5.0 and was completed without any problems.

Manufacturer narrative:
The reported event that cannulated drill asnis iii ø2.7mm ao fitting was alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received cannulated drill asnis shows broken at the tip location. The fracture (open petals pattern) surface shows the appearance (pressure scratches) of a forced rupture resulting while applying more than 20° bending angle plastic deformation could be seen. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause was attributed to a user related issue. The failure was caused during drilling probably user did not use the k-wire and due to too much bending force applied during drilling (hard bone). If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the orif procedure was performed using aznis 4.0. During drilling, the tip of the drill was broken. There are no residues left in the patient¿s body. The procedure was continued using aznis iii 5.0 and was completed without any problems.